Event description:
It was reported that the bearing came off. Additional information was not provided.

Manufacturer narrative:
H3, h6) analysis was performed for this event. In summary, the reported issue was confirmed. It was observed that the tool burr was wobbling as well as deterioration of the marking. Codes b01, c07, and d02 are applicable. A1-5: patient information cannot be provided due to regional privacy regulations. Section e: initial reporter information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.